Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the tip were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 147cm. The length of the tip portion returned was 38cm. The total length returned was 185cm. The tip showed no damage. No other damage or irregularities were noticed. The sensor port was clear of material. Functional testing of the device could not be completed due to the separation of the shaft. Review of the manufacturing records for the batch confirmed that the devices in this batch met all applicable specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that shaft fracture occurred. Vascular access was obtained via the radical artery. The less than 70% stenosed, 2.5x12mm first target lesion was located in the moderately tortuous and moderately calcified 1st obtuse marginal branch (om1) with three 90° bends. A 185cm comet pressure guidewire was advanced through a non-bsc 6fr guide catheter and performed fractionated flow reserve (ffr) measurement successfully. After removal from the patient and prior to being reinserted again, it was noticed that the device fractured/separated just proximal to the transducer and spring tip of the wire. No components of the wire remained in the patient. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft fracture occurred. Vascular access was obtained via the radical artery. The less than 70% stenosed, 2.5x12mm first target lesion was located in the moderately tortuous and moderately calcified 1st obtuse marginal branch (om1) with three 90° bends. A 185cm comet pressure guidewire was advanced through a non-bsc 6fr guide catheter and performed fractionated flow reserve (ffr) measurement successfully. After removal from the patient and prior to being reinserted again, it was noticed that the device fractured/separated just proximal to the transducer and spring tip of the wire. No components of the wire remained in the patient. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.